Event description:
It was reported while engaging\disengaging the device intra-operatively, there was a delay of surgery time.

Manufacturer narrative:
Correction: the associated complaint device was returned and evaluated. A visual inspection of the guide bolt and the nail confirmed that the end of the threaded portion of the guide bolt has fracture off into the nail. The threaded portion of the guide bolt remains in the nail. The guide bolt was manufactured in 2010 and the nail was manufactured in 2001. Our investigation included a review of complaint history which revealed prior complaints for the listed part/failure mode, no prior complaints for the listed lot. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A lab analysis conducted during this investigation, concluded that the percutaneous guide bolt potentially fractured due to ductile torsional and bending overload. An overload fracture can occur if the mechanical load applied to the percutaneous guide bolt exceeds the strength of the material. It was unknown if the fracture in the percutaneous guide bolt was initiated in a prior surgery. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened.